Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(4). Device evaluation indicated that the complaint could not be verified. The device profile showed that the ipg had been functioning as expected. The battery depletion rate was within the normal range (9.25 mv) prior to the procedure. However, the device exhibited the typical u1-analogic damage due to electrocautery use; high battery depletion rate (85.2 mv), excessive sleep current (666 ua) and low vh impedance (4.3 k). It was reported that electrocautery was used during the revision (ref: ER 2010). Since the device was manufactured in september 2011 the battery efficiency likely decreases over time.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.